Event description:
Hill-rom received a report from the account stating the bed would not be place a nurse call. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom technical support left a message for the account on how to activate the nurse call. No further information is available on the repair of the bed at this time. If any additional relevant information is identified following completion of the repair, the additional relevant information will be submitted in supplemental report.